Manufacturer narrative:
A user facility response to a good faith effort(gfe) was provided via e-mail on aug 4 2021. Thirteen devices were involved in this contamination event, with no patient involvement. The type of pollution was found to be dirt / sediment from well water. They could see the dirt in the water, no scopes were processed in dirty water. The dirt ran through the water system and that took care of the problem. We confirmed that the hospital was cleaning the scopes according to the instructions for use, but could not clean due to dirty water. Also, this event occurs only one day and does not occur repeatedly. Evaluation summary: it was caused due to improper reprocessing by the customer. In addition, we confirmed that the remote control buttons leak; however, it is not related to the alleged complaint. Related MDR:9610877-2021-10449,9610877-2021-10450,9610877-2021-10451,9610877-2021-10452,9610877-2021- 10464,9610877-2021-10465,9610877-2021-10466,9610877-2021-10467, 9610877-2021-10468,9610877-2021-10470,9610877-2021-10471,9610877-2021-10472 this report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during reprocessing. There was no report of patient harm. Potential endoscope contamination. (B)(6) 2021, today we had issue without water which caused our scopes to either no get cleaned after procedure or they were cleaned with dirty water. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.